Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during implant procedure, attempting to get r waves from device. Atrial lead plugged. Programmer message "not enough sensed." Switched atrial sensing to 4mv and still not performing r wave sensing test. Manufacturer's technical service personnel believed this was due to the device not able to perform r sensing test when atrial port plugged. No patient complications were reported as a result of this event.